Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the likely cause of the se 2240 is due to air being sucked into the disposable because the patient cut the patient line. The home patient (hp) was half asleep and cut the patient line with scissors. The hp did not know why she cut the patient line with scissors. The assignable cause was use error. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 of 4 on the home choice (hc). The home patient (hp) was half asleep and cut the patient line with scissors. The technical service representative (tsr) instructed the hp to cycle the power and the alarms cleared. The tsr explained the alarms and the hp would discard the supplies, drain and fill manually. The hp would contact the registered nurse (rn) regarding the air detect alarm and any missed therapy. The hp did not know why she cut the patient line with scissors. There was patient involvement. No patient injury or medical intervention was reported.